Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was having an allergic reaction to the lifevest. The patient described the irritation as a red and itchy rash. There was no alleged device malfunction. The patient's physician gave an unknown cream. The patient reported that the irritation had not gotten better after removing the lifevest.